Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Event log was reviewed and found cassette not properly attached alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests of opening and closing latch without cassette attached confirmed alarm. The cause was a defective downstream occlusion (dso) sensor. System software was updated. Device passed all functional tests.